Event description:
It was reported that the patient with a noted history of falls, experienced several falls. The physician performed imaging and confirmed the superion implant had migrated and was causing the patients back and leg pain to return. The patient underwent an explant procedure where the device was removed. The patient fully recovered post operatively. The device was not returned as it was discarded at the facility.